Event description:
On 5/15/24 an ilet user's son reported the user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The user had a low bg event earlier that day, with a level of 58 mg/dl, which was treated with half a cup of orange juice, bringing the current bg to 85 mg/dl. The user required assistance from their son to sit up and consume the orange juice. The user stated there was no precedent event prior to seeing low bg such as high bg or exercising. The user also reported feeling lethargic.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on 2024-05-15. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The device volume was set to "off". Device logs show inconsistent usage of the device between 2024-05-12 and 2024-05-14, with two prolonged periods (each ~ 17-18 hours long) with no cgm data received by the ilet and no insulin dosing. Consistent use began again mid-day on 2024-05-14, the day prior to the reported event. On the day of the event, the cgm glucose rose quickly approximately 2 hours before the hypoglycemia, triggering insulin dosing. Insulin dosing was suspended when cgm glucose began trending back down. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended by increasing and decreasing insulin dosing in response to cgm glucose values and triggering device and glucose related alerts. It is likely the user ate carbohydrates and did not announce a meal, which lead to the steep rise in glucose and increased insulin dosing prior to their hypoglycemic episode. Having the device volume set to "off" and not acknowledging the alerts promptly likely contributed to the severity of the event.